Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the standalone board was not powering on. Following replacement, the reported issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The standalone board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the stand alone board for the imaging system was not functioning as designed. There was no patient present when this issue was identified. No additional information was provided.